Event description:
A patient reported experiencing inaccurate(high, low,erratic)results with a one touch basic enhanced meter. The patient's blood glucose results were 300 mg/dl(meter),205 mg/dl(lab). Tests were done within 10 minutes with a difference of 64%. Patient did not experience any adverse events. No further information has been reported.